Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap oophorectomy procedure, the active blade broke off the device. It fell into the patient,but they were able to retrieve it without incident. The site used a new device to complete the procedure. There was no patient consequence.